Manufacturer narrative:
(B)(4).

Event description:
Customer called on (B)(6) 2011 reporting that a box of beckman sychron(tm) triglycerides reagents had leaked during shipment. Customer reported that there was no apparent damage to the box and did not know whether the leak may have been attributed to loose caps.